Event description:
It was reported that asymptomatic patient presented in the clinic. Upon interrogation, the non-sustained right ventricular oversensing episodes were noted due to the noise on the right ventricular lead. The noise was noted on (B)(6) 2017 for a few minutes and it could not be reproducible by isometrics and pocket manipulation. All the other electrical measurements on the lead were normal. No intervention was performed and the patient will be monitored continuously.